Manufacturer narrative:
A ge service representative performed an on site investigation. The key switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system power key would not turn on. This would prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.